Manufacturer narrative:
(B)(6). (B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found that the tip of the device detached. Functional analysis was performed, and the balloon could not be inflated due to the tip was detached. It is possible that interaction with scope or any other surface during the procedure could create friction on the catheter, causing the issue found of distal tip detached during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the prone position during a cholangiopancreatography procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the distal tip detached/separated; therefore, this is now an MDR reportable event.